Event description:
Patient was presented to the interventional lab for an angioplasty procedure of a lesion located in the pulmonary artery (side unknown). Characteristics of the vessel are unknown. The physician accessed the femoral artery (left or right unknown) utilizing the sheath introducer (7fr / medikit). He inserted the guidewire (size unknown / cathex. Co., ltd.) Across the target lesion via the sheath introducer. And he advanced the prepared powerflex p3 over the guidewire through the sheath introducer. The powerflex p3 was advanced to the target lesion and he inflated the balloon. Upon inflation, the balloon ruptured at 10atm in its 1st inflation. The physician carefully withdrew the balloon out of the patient's body. The procedure was finished successfully, at this point. There was no adverse consequence to the patient.